Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable, d02 is applicable for nim console. H6: initially submitted code fdc d16 is no longer applicable, d1102 is applicable for nim patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pi box is reporting pi box faulted detected wireless and wired, pi box was up to date with software, the console takes 3 minutes to boot up and there was beeping (a chirping sound) in the background, it does go to the software and the beeping goes away when it goes to the software. There was no patient impact.

Manufacturer narrative:
H3: the device analysis found that the slow boot up complaint was verified, unit presented with sw 1.7.5v and defective ssd pcba board 1.1.1. H6: the codes fdr c0208 and img g02005 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) UDI#: (B)(4). H3: the device analysis found that the error code message could not be verified, unit presented with sw 1.7.5.v and loose pins on afe pcba board. H6: the codes fdr c070603 and img g0403401 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim console was slow to boot up, also making a chirping sound and patient interface fault was detected. There was no patient impact.